Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Insulin pump was also received with moisture damage on the motor and vibrator tube assembly. Unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test, operating currents, self-test, unexpected restart error test and off no power test due to blank display. Pump received with minor scratched lcd window, broken reservoir tube lip, cracked case at the display window corners, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to going into the lake while still connected to insulinp pump. Customer reported that as a result, display screen went blank. Customer's blood glucose was 108 mg/dl. Customer was advised that insulin pump would need to be replaced.